Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
The quick-release mechanism for the movable ring could not be released from the transport strut after the frame had already been assembled and was stuck. This occurred before the frame was disassembled from the patient. They used a different strut from the set.